Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
The facility shared the resident was being transferred with assistance of two people from her bed to her wheel chair using a fga 450 lift with a quick release easy swivel carry bar and a size small universal sling. As the lift was being moved towards the chair the sling middle loop migrated off the lift hook on the right side. The resident's upper body slid to the right, through the side of sling, between the two distal loops. She fell onto the floor. The facility removed the lift from service to investigate. The resident received medical treatment. She had a hip fracture.